Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. The samples were just recently obtained and forwarded to the supplier of the product for an evaluation. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states needles broke off; one prior to draw and the other in the middle of engaging. Clarification has been requested on "in the middle of engaging". Product specialist has been made aware of the incidents.

Manufacturer narrative:
Received 158pc 450062/19h08c for evaluation. Received customer picture. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint, customer samples and picture to our supplier for their investigation and comments. A review of the manufacturing and inspection records of the concerned material/batch showed no abnormality which could be related to the reported issue. Retain and customer samples were visually inspected; no bent nor broken front needle was found. Next, the rigidity of the needle tubes was tested; all were within the range of standards. The complaint could not be duplicated. Corrected data: h3: device evaluated by manufacturer; h6: investigation method, investigation findings, investigation conclusion.